Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angle wire play. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the bending rubber gluing discolored, and the air/water socket chipped/cut o-ring, and the ccd module improper adjustment. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.